Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred while changing the cartridge. Customer's blood glucose was 234 mg/dl. Tandem technical support assisted customer with clearing the alarm.